Event description:
It was reported that a stored episode apped to have intermittent undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 39565-65 pain stim lead (B)(6) 2012; 37714 pain stim ipg (B)(6) 2012. (B)(4).